Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that PICC line white lumen had a hole in it. I flushed other two lumens without issue and white lumen had saline dripping down out through dressing. No injury to the patient. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr t/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter showed use residues throughout the returned catheter. Compression damage was observed at the proximal end of the catheter shaft. The depth markers were observed to be worn off proximal to the 8 cm depth marker. A longitudinal split was observed at the proximal end of the catheter shaft. A functional test of attempting to infuse water into each of the three lumens of the catheter using a 12 ml syringe revealed a leak in the catheter shaft of the white lumen. A microscopic observation revealed a split at the proximal end of the catheter with sharp fracture edges and a granular fracture surface. The split was observed to be longer on the outside surface of the catheter shaft than the inside of the catheter, and the split was observed at the compression damage caused by the securement device. Examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.